Manufacturer narrative:
Device evaluation: the device was returned to animas and evaluated by product analysis on 07/14/2015 with the following results: dim display has red hue. Unrelated to the complaint, the keypad appears unremarkable but keypad buttons have intermittent response. Keypad removed and was contamination present under all button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).